Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint of broken cable was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable pulley controlling the grasper at tip was frayed and a cable was poking out. It was reported that the instrument arced, smoked, sparked, or melted, and that it was moving with non-intuitive or uncontrolled motion. The instrument did not exhibit loss of cautery or low/intermittent energy delivery and did not get stuck on tissue. Also, the instrument had issues related to opening/closing of the grips, had partial issues related to left/right motion of the grips as the wire would poke out more, but showed no issues related to up/down motion of the wrist.